Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient's port malfunctioned and broke. No chemo running at the time. Only maint fluids. Some blood back leaked onto pt. Dressing and mom notified staff." Additional information received 05/11/2022: "patient's port needle malfunctioned and broke. Causes risks of bleeding and infection. Leak was noted by mom, maintained fluid was stopped. Patient was promptly de-accessed and re-accessed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break was confirmed and the cause is currently under investigation. The product returned for evaluation was 20g x 3/4"" powerloc max infusion set. . The returned product sample was evaluated and the following observations were made: the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported patient's port malfunctioned and broke. No chemo running at the time. Only maint fluids. Some blood back leaked onto pt. Dressing and mom notified staff." Additional information received 05/11/2022: "patient's port needle malfunctioned and broke. Causes risks of bleeding and infection. Leak was noted by mom, maintained fluid was stopped. Patient was promptly de-accessed and re-accessed."